Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and frozen display. The customer's blood glucose value was unknown. Troubleshooting was done. Customer reported they were able to clear the alarm but unable to rewind insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or missing segment/partial display noted. Insulin pump time/clock moved. However, unit had unresponsive all buttons due to corroded keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart alarm, back light anomaly due to unresponsive button.